Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 2 of 3 reports of medical intervention that occurred three separate times. Please see related records (B)(4).

Event description:
The patient experienced an unspecified cgm (continuous glucose monitor) malfunction which resulted in a low bg reading. Date of event is an approximation. On 4/22/2024, the spouse reported 3 episodes. This report captures the second incident that happened in early april. During the second incident, while he was on the phone with tandem representative, he had low sugar. The behavior of the display device during that time was not documented. The tandem representative was helping the spouse and giving instructions to continue talking to the patient to keep him awake. An ambulance was sent to assess the patient. They gave him some sugar by unspecified route to raise his blood sugar. The patient was reportedly okay after that, and he was not taken to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect full investigation window. No additional patient or event information is available.